Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level over 600 mg/dl. A correction bolus via the pump was delivered and water was consumed to address the bg level. Multiple supply changes were performed to address the occlusion alarms. As the supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.